Event description:
It was reported that intermittently, the pump has trouble filling the tubing completely during load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.